Manufacturer narrative:
Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that during implantation of a light adjustable lens (lal), the trailing was disinserted and a capsule tear occurred during removal of the lal. A vitrectomy was performed, and another lal was implanted in the sulcus.